Event description:
A company representative was informed that a patient had gone to the emergency department due to an increase in seizures. The treating physician at the ed noted that the patient had a bad lead, but the specific lead issue was not provided to the company representative. The company representative presumed that the patient's device had high lead impedance. The company representative confirmed with the ed physician that high lead impedance was observed on the patient's device. Based on the length of implant for the lead and generator it appeared likely that the cause of the high impedance was related to a lead fracture. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent lead and generator replacement surgery. The explanted products were discarded per hospital policy and are not available for manufacturer product analysis. No additional relevant information has been received to date.